Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction related to the event was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped for approximately 24 hours when the cartridge ran out of insulin and was not replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the failure of the user to maintain the device to ensure continuous insulin delivery by not replacing their cartridge when it was empty. Reportedly re-using supplies likely contributed to the severity of the event, as the supplies were likely ineffective and are not indicated to be re-used.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On(B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported that they went to the hospital on (B)(6) 2024 at 10 am due to running high bg levels for 4 days. The user was not admitted but received insulin (10 units) and fluids and was tested for diabetic ketoacidosis (dka), which was negative. The user's bg levels were 402 mg/dl upon arrival at the hospital and 350 mg/dl when released. The user experienced excessive thirst and urination. The user also reported reusing supplies for the previous 1.5 week due to the distributor not sending replacements.